Manufacturer narrative:
One picture was taken by the customer that verifies the complaint. No sample was returned. A quality notification was sent to the manufacturer. From the manufacturer's investigation, separation between tubing and lower fitment was addressed on july 09th, 2025 for the same production line, failure mode and specific area, where the next actions were taken: a work order was created on july 09th, 2025 to review the affected medica solvent dispensers a re-training for the correct use of fixture to measure and handling of the tubing with interaction with the solvent based on the standard work instruction to assure the correct amount of solvent between the components was carried out on august 11th, 2025 for the production personnel. Manufacturing procedure will be updated to modify the preventive maintenance frequency for the solvent containers. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the blue section of the bd alaris pump tubing is coming apart.